Manufacturer narrative:
The device sample was received by the MFR at the time of this report. A f/u report will be sent when completion of investigation.

Event description:
The event is reported as: complaint alleges: "the tube scale was blurred after doctor used lubrication, prior to pt use."